Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips (3). Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 112 and 128 mg/dl. The customer's expected fasting blood glucose test result range is 70 to 90 g/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 77 and 91 mg/dl using true track meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/28/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (time not set correctly): (B)(6).

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of mafunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 112 and 128 mg/dl. The customer's expected fasting blood glucose test result range is 70 to 90g/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 77 and 91mg/dl using true track meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/28/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (time not set correctly): (B)(6).